Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was unknown. The customer stated that she had discontinued use of insulin pump therapy because she had been hospitalized. She advised that she thought the issue may have been her fault. The caller stated that the customer declined further assistance. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.